Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia/cardiac arrest/bradycardia/hypotension/hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of low pump flow was not determined due to product/logs not being returned for investigation. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 86-year-old female with a medical history significant for coronary artery disease underwent implantation of an impella 5.5 device for temporary mechanical circulatory support. The indication for use was postcardiotomy cardiogenic shock (pccs). The device was surgically implanted via the right axillary artery. At the time of impella initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. On post-implant day 0, while being prepared for transfer from the cardiovascular operating room to the intensive care unit, the patient was noted to have a heart rate in the 150¿170 beats per minute range. The physician ordered an amiodarone bolus, which was administered intravenously by anesthesia. Following administration, the patient¿s heart rate decreased to approximately 50¿70 beats per minute. Subsequently, the impella device generated suction alarms. Transesophageal echocardiography confirmed appropriate device positioning. The patient then developed hypotension with mean arterial pressures noted in the 30¿40 mmhg range. Cardiopulmonary resuscitation was initiated, and intravenous epinephrine and calcium were administered. Return of spontaneous circulation was achieved, and the patient¿s mean arterial pressure improved to the 90 mmhg range. The patient was transferred to the intensive care unit. While in the intensive care unit, the patient experienced recurrent hypotension (blood pressure began slowing dropping). An epinephrine infusion was increased without sustained improvement. The impella device again generated suction alarms. The patient subsequently experienced cardiac arrest. Cardiopulmonary resuscitation was initiated, and the chest was opened at the bedside. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO). The impella support level was reduced to p-4, after which the patient¿s hemodynamic status stabilized. As of post-implant day 13, the patient remained on mechanical circulatory support. The suction alarms and hemodynamic instability occurred in the setting of cardiogenic shock (scai stage e) and acute changes in heart rate, preload, and blood pressure. Administration of intravenous antiarrhythmic therapy was followed by significant bradycardia and hypotension. Suction events may occur when ventricular preload is inadequate. The patient is elderly and critically ill with heart failure and shock, requiring increasing levels of life-support, including va-ECMO.

Manufacturer narrative:
B2, b5, d4, d6b and h6 updated. The investigation is still ongoing.

Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 86-year-old female patient with a past medical history of coronary artery disease (cad). The patient presented in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), and in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery: coronary artery bypass graft (CABG). The patient was being prepared to transfer to the cardiovascular intensive care unit (cvicu) from the cardiovascular operating room (cvor). The patient's heart rate (hr) was 150-170's. The physician ordered an amiodorone bolus. The patient's hr dropped to 50-70. The impella began experiencing suction alarms. A transesophageal echocardiogram (tee) showed no issues with position. The blood pressure (bp) then dropped to a mean arterial pressure (map) of 30-40. Cardiopulmonary resuscitation (CPR) was administered. Epinephrine and calcium IV were given. Return of spontaneous circulation (rosc) achieved. Bp increased to 90's map. The patient was transferred to cvicu. While in the cvicu, the bp slowly began dropping. An epinephrine drip was increased without success. The impella began having suction alarms. The physician was at bedside and the patient coded. CPR started while the chest was opened, and the patient was placed on venous-arterial (va) extracorporeal membrane oxygenation (ECMO). Impella decreased to p-4. The patient began to stabilize. Two weeks after the impella was implanted, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to clinical condition of a critically ill patient, along with the complications of stage e shock.